Manufacturer narrative:
A sample was not received, at the manufacturing site for evaluation. For the report of the probe cutting failed. Therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site. And the device history record review of the lot number provided, indicated the product was processed and released according to the product¿s acceptable criteria. Therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown. Therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed, and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with no tip protector in a tray along with other unused items. For the report of cutting failed, during surgery. The returned sample was visually inspected. And found to be non-conforming with orange/brown foreign material on the port face and white foreign material on the needle. The sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation. The cut functionality of the probe was unable to be tested, due to the actuation failure. The probe was disassembled and the components inspected. No/minimal wear was observed, on the inner cutter when compared to the degree of wear, based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. No presence of adhesive was observed on the inner cutter. The cutter/coupling adhesive bond fillet was visually inspected and found to be conforming. A couple gouge marks were observed, at one section along the inner cutter. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated, that the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested. However, the observed actuation failure would have led to the reported cut failure. The root cause for the observed non-conformance, is due to the separation of components within the probe. It appears, that at the beginning of surgical use the adhesive bond failed, causing the inner cutter to detach from the coupling. An internal investigation was completed. And additional controls within the manufacturing process have been implemented to reduce the frequency of probe complaints for detachments of the inner cutter from the coupling. The procedure was reviewed, and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. All probes are 100% visually inspected and tested for actuation, aspiration, and cut, during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe did not cut. Aspiration was normal. The product was replaced and the procedure was completed. There was no patient harm.